Manufacturer narrative:
Insulin pump was received in with a flush drive support disk. The device passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. A cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and cracked battery tube threads noted.

Event description:
Customer's mother reported high blood glucose levels due to insulin pump not delivering insulin. The insulin pump alarmed no delivery and motor error. The drive support cap is also flush rather than recessed. The blood glucose reading is 341 mg/dl. Customer advised to revert to back up plan and treat with manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.